Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. Pump received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked on battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 135 mg/dl. Troubleshooting was performed. The device was returned for analysis.